Event description:
During preventative maintenance of the device, the service tech reported that the ultrasonic level ii would not alarm when on the "thick side" of (B)(4) (test chamber). Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded.